Manufacturer narrative:
The lens was returned positioned incorrectly in a lens case. The lens case mylar label had been removed. Viscoelastic was dried on the lens. One haptic was broken-distal area. The other haptic was bent-gusset area. The optic was split in this haptic insertion area. The optic was also cracked on a post of the lens case due to being returned positioned incorrectly in the lens case. Product history records were reviewed, and documentation indicated the product met release criteria. No similar complaint and no non-conformance reported for the product lot/batch/serial under investigation. Associated products were not provided. It is unknown if qualified associated products were used. The reported haptic damage was observed. Optic damage was also observed. All lenses are 100 percent inspected for cosmetic attributes. A broken haptic would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs company foldable intraocular lens (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the haptic broke. Additional information has been requested.